Event description:
It was reported that after intubation it was found that the emg tube's cuff was leaking and could not be used, so replaced it with the backup endotracheal tube to complete the operation. Additional information was received that the device was check prior to use and functioned properly. The malfunction occurred after the cuff of the tube was inflated and the airway was established. Air was used with a 5ml syringe 8 tube to inflate the cuff. Bite block was used to secure the device and protect the tube and the intra cuff pressure was not monitored. No patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, the emg tube had 2 punctures on the proximal end of the cuff balloon when returned. Functionally, for further analysis, the cuffs inflated with 20cc of air from a syringe and the tube deflated immediately. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previous codes b17, c20 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.